Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When the physician attempted to advance the complaint device over the wire guide, it would not advance into the patient due to a gap between introducer and sheath. The procedure was completed with another device. No adverse events were reported in association with this event.